Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The reported event is confirmed. After thorough investigation , we are seeing multiple snapshots upload for every single day. All the uploads are via mobile app and the uploaded data shows only the mobile app settings info and do not have any sensor glucose value to show the data in reports. To assist with the resolution of the issue, we provided the helpline team with the following feedback : please request user to uninstall the app and reinstall again. We did not see that the user has followed any recommendations provided , we provided evidence to tech support and requested for follow up. We do not see any activity for this user after 6th feb. Do not see any mobile activity as well. If the user has uninstalled and reinstalled the app , we would see a new entry on that particular time line in our audit logs. Csr also doesn't show any recent activity post 6th feb. Please make sure the above recommendation is followed unless we wont be able to fix the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of this issue is due to the missing device number in snapshot upload causing data ambiguous. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the reports are empty when generating daily and weekly reports in carelink. The customer reported no adverse event. The event involved product mmt-7333. Troubleshooting was performed, including reviewing possible causes, verifying data source preferences, confirming there were no time change events or missing uploads, and advising the customer to review reports and provide additional information; the issue was reproducible and required escalation for further investigation. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.